Manufacturer narrative:
Please note that based on the additional details reported, a new event hematama is also being reported. Additionally, the correct conclusion is reported below for this device: after use of a 6/7f mynxgrip device for vascular closure (vcd), the patient had an infected groin and had to undergo surgery. The patient was hospitalized for three days. It was an interventional peripheral procedure. The user was mynx certified. The patient did not have any relevant medical history. There is no lab data available. The vessel type in which the device was used was arterial. The stick location was in the superficial femoral artery (sfa). The device packaging was not compromised during storage. The packaging was opened in a sterile field. All hospital protocols (sterile technique) were followed. Patient was stationary for two day after the intervention. The patient is a male, 67 years old, weighed 85 kg and his height is 180cm. There were no complications in the release of the device (but: right after release of the mynx system, there was bleeding. Therefore, manual compression for a few minutes and then applied compression bandage), no adverse event. A duplex on discharge day showed diffuse hematoma, no aneurysm, no av fistula no other circumstances. Medication were aspirin 100 mg 1 time daily. The patient went to the emergency 5 days later with swelling of the left groin (puncture site) and redness. A vascular surgeon was consulted. A local incision was made and there was an infected hematoma and onset of abscess found. The polymer graft of the mynx system was "pushed out" with pus. A wound swab was made with no germ growth found. A polyvidon-iodine tamponade was inserted. The patient returned several times for post-hospital for wound control. The incision was reopened several times and putrefactive secretions were emptied. The last findings showed a pale, but still slightly swollen findings. It is assumed a reaction to the polymer in this closure system. Multiple duplex sonographic controls were performed. Av fistula and an aneurysm spurium were excluded. Laboratory: crp 14, no leukocytosis, no fever. The product was not returned for analysis. The device history record (DHR) review of lot f1821401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Infections occasionally occur following closure, and may also be caused by a bleeding event. Hematomas promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. It is possible that the hematoma that occurred and care to the puncture-site may have contributed to the infection reported. An access site hematoma after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The reported complaints could not be confirmed. According to the mynxgrip IFU, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ - neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
After use of a mynxgrip device for vascular closure (vcd), the patient had an infected groin that was treated with antibiotics and daily bandage changing. Additional information was not available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the infection reported. The reported complaint could not be confirmed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information and updates were made to section e, full details are as follows: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use of a mynxgrip device for vascular closure, the patient had an infected groin and had to undergo surgery, the patient was hospitalized for 3 days. The device will not be returned. It was an interventional peripheral. The user was mynx certified. The patient did not have any relevant medical history. There is no lab data available. A medikation ass 100 was one of the concomitant devices used in the procedure. The vessel type in which the device was used was arterial. The stick location was in the superficial femoral artery (sfa). The device packaging was not compromised during storage. The packaging was opened in a sterile field. All hospital protocols (sterile technique) were followed. Official translation pending): patient was stationary from october 23.-25, 2018 and the intervention was on (B)(6) 2018. The patient is a male, 67 years old, weighed 85 kg and his height as 180cm. There were no complications in the release of the device (but: right after release of the mynx system, there was bleeding. Therefore, manual compression for a few minutes and then applied compression bandage), no ai. Duplex on discharge day showed diffuse hematoma, no aneurysm, no av fistula no other circumstances. Medication were aspirin 100 mg 1 time daily. The patient went to the emergency 5 days later with swelling of the left groin (puncture site) and redness. A vascular surgeon was consulted. A local incision was made and there was an infected hematoma and onset of abscess found. The polymer graft of the mynx system was "pushed out" with pus. A wound swab was made with no germ growth found. A polyvidon-iodine tamponade was inserted. The patient returned several times on (B)(4). For post-hospital for wound control. The incision was reopened several times and putrefactive secretions were emptied. The last findings from 06.11.2018 showed a pale, but still slightly swollen findings. We assume a reaction to the polymer in this closure system. Multiple duplex sonographic controls were performed. Av fistula and an aneurysm spurium were excluded. Laboratory: crp 14, no leukocytosis, no fever. The UDI number and product details were updated in sections d4 and h4 based on the receipt of product details. Additional h6 patient code is bleeding (1888). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt

Manufacturer narrative:
(B)(6). A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a mynxgrip device for vascular closure, the patient had an infected groin and had to undergo surgery.